Event description:
Event description guidant received information that this right ventricular lead was capped and abandoned surgically due to an impedance greater than 2500 ohms. It was suspected that this patient had twiddler's syndrome. The patient was upgraded to a crt-p device during the procedure and another right ventricular brady lead was successfully implanted. No adverse patient effects were reported.